Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was undergoing full revision surgery to get the newest model generator and single pin lead. Diagnostics were performed with the generator outside of the pocket, and everything was ok. After the generator was implanted and the site was sewn up, the generator was interrogated and showed neos = yes. Diagnostics were performed multiple times over a span of about 10 minutes, which all resulted in neos = yes. The physician decided to replace the generator. The physician stated that he was almost positive that he had not utilized cautery. The device history record for the affected device was reviewed and no unresolved non-conformances were noted. Programming data indicated that the battery voltage of the generator was at an expected level at the start of the surgery, but the voltage dropped substantially during the surgery. The generator was received on 07/21/2016. Analysis has not been approved to date.

Event description:
Analysis of the generator was approved on 08/09/2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.966 volts as measured, showed an ifi=no condition. The data in memory locations revealed that 0.639% of the battery had been consumed. The measured battery voltage showed a value of 3.267 volts. However, the minimum battery voltage showed a value of 1.607 volts, indicating an end of service condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor. Other than the noted event (end of service condition), there were no performance or any other type of adverse condition found with the pulse generator.